Manufacturer narrative:
The user-reported issue was not duplicated. The device was tested for all specifications on 12/09/2014 and met all the requirements as expected. No failure was detected. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. (B)(4).

Event description:
The user reported that "patient receiving infusion with bifuse tubing. The chemo on the bifuse stopped running (I believe it was completed) and then fluid started to pull of the flush bag. It continued to run with air past the pump and the pump did not alarm." No patient injury or harm was involved in this case.